Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.

Event description:
The product was used during a lumbar fusion procedure. Reportedly, the cage shifted. The surgeon performed a re-operation and replaced the cage. The hosp has reported the pt's condition is satisfactory.